Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h6. Reported event was confirmed by review of medical records noting that the patient had a history of recurrent dislocations and instability and malpositioning of the acetabulum component was noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02968, 0001822565-2019-03039.

Event description:
It was patient was revised due to recurring dislocations and instability. During the revision the surgeon noted that the acetabulum component was grossly malpositioned. Upon opening the joint, vertical alignment of the acetabular component was noted. It was also noted that the femoral and acetabular components exhibited osteo-integration. The shell was removed and bone loss (paprosky 2b defect) was noted in the acetabulum. The femoral head and kinectiv neck were removed with no damage observed on the stem. The stem was retained. Upon completion of the procedure, the components were noted to be well positioned and well fixed with full range of motion and appropriate offset and leg lengths. Attempts have been made and additional information on the reported event is unavailable at this time.